Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy a few days ago in (B)(6) 2016. The patient was waking up all night long. The patient woke every hour to hour and a half and wasn¿t able to urinate. During the day the patient urinated all the time and was always running to the bathroom. The device was implanted to treat urgency and not emptying their bladder. The patient talked to the manufacturer representative last week and they helped them change programs and believed the patient was on the best one. The patient tried increasing stimulation during the day and decreasing it at night, but that didn¿t help with their symptoms. The patient¿s health care provider (hcp) was on vacation until (B)(6) 2016. The patient also mentioned they had a lot of back pain, but it was from something else. The patient went to see their chiropractor for it, but they went easy on the massage because of the device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.